Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the lcsc5, used with an hp053, could not coagulate as intended and there was bleeding. Another instrument was used to complete the case.